Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User has had fluctuating hearing in right ear since 2015. Impedances fluctuated initially, but stabilized. Now they are fluctuating again. User reports decreased volume in left ear. Audiologist was planning on discussing revision surgery with patient.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further steps will be discussed.

Event description:
User has had fluctuating hearing in right ear since 2015. Impedances fluctuated initially, but stabilized. Now they are fluctuating again. User reports decreased volume in left ear. Audiologist was planning on discussing revision surgery with patient.